Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider states the concentrator alarms then shuts off. MDR filed.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.